Manufacturer narrative:
(B)(4). The device history record review the product hemolok l clips 6/cart 84/box, lot number 73h1400084 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips will not close.the patient's condition was reported as fine.